Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was smoking. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Applied power to the base unit, but unit would not power on, and the unit immediately started to smell like something was burning. Performed an external inspection of the device and observed that the unit had normal wear and tear, and scratches on the outer plastic surfaces. The filter, micro filter, and inlet canal contained a light amount of beige and dark dust dirt contaminate and light white fibers. The outlet port, humidifier port area, and heater plate area contained moderate beige dust dirt contaminate and light and dark fibers. Performed an internal inspection of the device. After opening the top display panel cover, pil noticed that the back of the white display assembly had a smokey looking brown mark on the upper quarter of the surface. The display ribbon cable contained a round dark and light burn mark at the center left side of the cable, covering about 8 cable runs. The rest of the cable also had potential mineral deposits in several locations. Then noticed that q3 on the pca (printed circuit assembly) was blown and melted with dark burn marks and corrosion surrounding the component. Some of the surrounding components on the pca also had dark corrosion along with potential yellow, orange, and white corrosion surrounding them. Some of the other surrounding components include q4, u4, fb7, c95, d20, c145, and the pca surface near sw1 and gnd8. The iso tube just above q3 contained a dime sized melted spot along with yellow mineral deposits. The underside of the pca under q3 contained dark burn marks and yellow corrosion on the pca surface. The outer surface and inner walls of the blower box, and the blower contained minor beige dust dirt contaminate. The base lower assembly contained minor beige dust dirt contaminate and some dark mineral deposits in the cracks and crevasses. The underside of the heater plate has minor beige dust dirt contaminate. The reflector plate has a few minor potential light brown contaminate deposits. The potential corrosion and unknown white residue (potential mineral deposits) indicates that moisture potentially got inside of the device, suggesting liquid ingress as the root cause. .